Event description:
It was reported that sometime following a surgery for implant of an artificial disc, the surgeon reported that the disc ¿failed¿. Approximately 4 months post-op the patient underwent additional surgery where the disc was explanted.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.